Event description:
Upon interrogation, the device reported to be in backup vvi mode. As a result, the device was explanted.

Manufacturer narrative:
The reason for the hwvvi reset was a power-on reset due to low battery voltage. The cause of the low battery voltage was excessive charges. Prior to the hwvvi event, the device longevity was calculated based upon the device's parameters. The device was within expected longevity performance. The power consumption of the device was measured and found to be normal. Due to the stored egms being overwritten, the cause of the excessive charges was undetermined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.